Manufacturer narrative:
The manufacturing site ID was updated to #3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information provided the serial number of the pump which was implanted in (B)(6) of 2013. The patient indicated the pump rang on the evening it stalled ((B)(6)) but then stopped also on (B)(6). The patient did not hear ¿them¿ in his very quiet hotel room on the (B)(6). The hcp did not hear the pump alarming on the interrogation date (B)(6). On (B)(6), the pump alarms were not demonstrated for the patient as the patient was in acute distress, feeling very unwell and feverish. The motor was still stalled and had not recovered prior to explant. The pump alarms were not silenced on this (B)(6) pump interrogation. No further troubleshooting occurred post the pump interrogation on (B)(6). The primary concern was the urgent need to drug replacement therapy. Per the logs provided from (B)(6) 2018, the pump delivered morphine 20 mg/ml at 12.575 mg/day and baclofen 150 mcg/ml at 94.31 mcg/day but was changed to minimum rate in the emergency room (morphine dose 0.117 mg/day and baclofen dose 0.88 mcg/day). The estimated replacement indicator was 27 months. The patient was booked for an urgent pump replacement, kept in the hospital, and given replacement morphine and baclofen until the replacement surgery. The patient was kept in high acuity unit overnight. They slowly titrated the it meds over 12 days and then the patient was discharged. As clarified, the pump alarm issue was reported as not entirely resolved. The health care staff could not hear the alarms in their very quiet or when pump was still implanted. Once explanted and sitting on the or table, the alarms were audible. The patient was re-implanted on (B)(6). The motor stall issue itself had been resolved. The cause or contributing factors for the alleged pump alarm issue were not yet determined. Although the initial alarms were confused with a different device. The patient lives in a quiet environment. The patient was not exposed to a magnetic resonance imaging (MRI) scan or electromagnetic interference and the cause of the motor stall was also not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication, stall due to shaft-bearing, and stall due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received an unspecified medication (concentration and dose not provided) via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2018 an intrathecal (it) pump patient came into the emergency room (ER) very sick. The patient thought they had the flu. The hcp interrogated the pump on (B)(6) 2018 at 17:00 and a pump stall was observed. The pump had stalled on (B)(6) 2018 at 21:20. The patient had heard the alarms but thought it was something else and felt fine so the patient did not connect the two. The patient did not feel unwell until 18 hours after the alarms. As reported, the alarms stopped. There was inquiry as to why they were not set to keep going off. On 2018-mar-27 the hcp further reported that this was really strange as the patient¿s alarms were set to go off every 10 min. The hcp had played the alarms for this patient in the past. The patient heard the alarms on (B)(6) 2018 but just didn¿t associate them with the pump. The patient ¿swears¿ that since then they heard nothing, including while in the patient¿s quiet hotel room. Subsequently, the reporting hcp could not hear the patient¿s alarm in their noisy ER, despite really paying attention. In addition, their hcp¿s entire team, who were all on alert, could not hear the alarms in their ¿super¿ quiet or environment. However, as soon as they ¿explanted him¿ in the or we could hear the pump alarming every 10 min. The patient¿s pump did not sit particularly deep either. No further complications were reported/anticipated.